Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that there was no localizer. There was an error message saying that the localizer was not connected. The camera presented a green light so there was current and both carts were connected. Finally, the navigation was aborted. Additional information was received stating that the type of procedure being performed was a cranial tumor resection. The procedure was delayed a couple of minutes but finally the navigation was aborted, the site turn off the system immediately. There was no reported impact to the patient.

Manufacturer narrative:
Patient information was unavailable from the site. The manufacturer representative went to the site to test the navigation system. No hardware parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that there was no localizer. There was an error message saying that the localizer was not connected. The camera presented a green light so there was current and both carts were connected. Finally, the navigation was aborted. Additional information was received stating that the type of procedure being performed was a cranial tumor resection. The procedure was delayed a couple of minutes but finally the navigation was aborted, the site turn off the system immediately. There was no reported impact to the patient.

Manufacturer narrative:
Patient information was unavailable from the site. The manufacturer representative went to the site to test the navigation system. No hardware parts were replaced. If information is provided in the future, a supplemental report will be issued.